Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade iii. Device remains implanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. ¿ white particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported capsular contracture baker grade iii. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
Additional/changed/corrected date: g.3 of the pervious medwatch, supplemental medwatch 2, should have been listed as 29mar2023.

Event description:
Healthcare professional reported capsular contracture baker grade iii. Device has been explanted and replaced. This relates to the left side.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported, capsular contracture, baker grade iii. Device remains implanted. This relates to the left side.